Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No ramping or display anomaly during testing. Pump received with broken reservoir tube lip, broken battery tube threads, scratched lcd window, scratched reservoir tube window and stain end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was not performed. The device was returned for analysis.